Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not recharge the ipg as recommended. As such the patient lost stimulation and the ipg could not communicate with the external devices and the ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored.

Manufacturer narrative:
Device code was inadvertently reported incorrectly in the initial report. The correct code is included in the report.